Event description:
It was reported by a customer that on (B)(4) 2011, the fiber end fired at 48,893 joules. Add'l info reported by the customer was during set-up the aim test was performed and the beam was visible. The event occurred while inside of the pt but did not cause any issues. The user did not experience any injury from the use of the system. No error codes were displayed on the console when this event occurred.